Manufacturer narrative:
(B)(4). Ifinformation is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding when the first refill occurred where the volume discrepancy was observed, it was noted that the first occurrence was observed 12 months ago. The date (B)(6) 2018 is considered an approximate date of event (year known only).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving 15 mg/ml of morphine at 6.86 mg/day via an implantable pump. The indication for use was malignant pain; colon. It was reported there had been volume discrepancies of 1-3 milliliters for the last three pump refills. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A catheter access port (cap) procedure was successfully completed prior to pump replacement on (B)(6) 2019. It was determined the catheter was patent and only the pump required replacement. The pump was replaced. It was indicated the hospital was in possession of the device and the device would be returned for analysis. The issue had been resolved, as of (B)(6) 2019. The patient's status was provided as alive; no injury. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was requested but would not be made available. Additional information was later received from a healthcare provider via a company representative on (B)(6) 2019. It was noted that as per the physician, the pump replacement was performed because of the volume discrepancies. The volumes were greater than expected. There were no patient symptoms associated with the event. Regarding when the first refill occurred in which a volume discrepancy was observed, the company representative indicated they would have to confirm this with the customer account. No further complications were reported or anticipated.